Event description:
Affiliate reported that the rongeur has broken in the pt during a lumbar disc surgery. The broken part was removed after an x-ray located the piece. Although the surgery was delayed, no other clinical consequences were mentioned.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The eval of the rongeur revealed that the top jaw is broken. The metal jaw is fractured at the connection area. There is no evidence of corrosion on the cracked surface or elsewhere on this instrument. The bottom jaw appears to be dull and the top shaft is slightly bent. The condition of this instrument suggests that aggressive force was applied to the instrument to compensate for the dull cutting surfaces and resulted in breakage. It is recommended that instruments are maintained/sharpened regularly to insure proper function. Furthermore, this instrument is 6 years old, which exceeds the warranty period. Excessive use over a prolonged period of time can result in instrument wear/malfunction. This is the first complaint of this type for this product; therefore, it is considered to be an isolated incident. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.